Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call an infusion set leaking. The customer¿s blood glucose level was 336 mg/dl at the time of the incident. The customer reported finding humidity in the reservoir compartment. The customer did troubleshoot the issue. The reservoir will not be returned for analysis.